Event description:
Non user and patient friendly. They are curved, so they are very awkward to hold onto the skin securely, and the lancet itself doesn't typically puncture the patient where you are aiming, so infants are getting the injection site in inappropriate areas of the foot. Also they don't seem to be deep enough resulting in infant getting punctured 2 of 3 times to get enough blood.